Event description:
It is reported that during impaction, the impactor fractured at the threads.

Manufacturer narrative:
Eval summary: the device has an approximate field age of 22 months and has been used an unk number of times during that period. The hardness of the returned device was verified and it is within spec. Root cause of tip fracture was determined to be a stress concentration at the fracture site, potentially exacerbated by off-axis impaction and/or bending of the device. As a product improvement, a 0.020 inch radius was added to the device, thus reducing the stress concentration from a factor of 3+ to 1.66. Eval: as returned the impactor is fractured at the threads, the threads were not returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs.